Manufacturer narrative:
The suspect device was returned for evaluation. Functional testing was performed and the device was able to collect a sample in one mode, but failed to collect a sample in another mode. The complaint is confirmed. Root cause could not be determined. A review of the complaint database was performed and one similar complaint for this lot number was identified. A review of the device history record was performed and no exception documents were found.

Event description:
The account alleges that when attempting to take biopsies the biopsy device failed to collect a sample. No patient injury to report.